Event description:
The customer is questioning the low calibration and quality control results of potassium that were generated upon using the clinical chemistry serum ict calibrator, lot # 0505017. A product correction letter was sent to the customer along with a new lot of ict calibrator and a decontamination procedure was performed. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.